Event description:
Additional information received from the manufacturing representative on 2016-aug-03 indicated that he found out about the issue from the doctor at the replacement, it was unknown as to when the issue started. They attempted to diagnose the issue via CT but the scan was inconclusive. The surgery was to explore to see what the issue was and it was found that where the anchor connected, there was a kink. The cause/reason for the kink was unknown. Nothing was obvious to the manufacturing representative or health care professional,

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and other spasticity. It was reported the pump segment of the implanted catheter was intact and remained; the original spinal segment was kinked and had a break. When removal was attempted, the spinal segment fractured. The surgeon chose to abandon the catheter and implanted a new spinal segment from a revision kit. The pump segment remained implanted and was connected to the new spinal segment from the revision kit. The event date was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.